Event description:
It was reported to philips that the wireless footswitch was not working, which can impact the imaging. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.